Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was over 500mg/dl and treated with shots. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer declined troubleshooting for low blood glucose. The device will not be return for analysis.